Event description:
A malfunction was reported, but no notable events occurred prior to it. Customer¿s blood glucose level did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, which resolved the issue, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact support if the malfunction recurred.